Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with a downstream occlusion set alarm, which constitutes a possible false occlusion alarm; this is report 4 of 26 of this condition. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation and the reported condition was confirmed through a review of the event history. This complaint is an ancillary of (B)(4). The cause of the event is unknown. The device was returned unrepaired at the customer?s request. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.